Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5053134) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had ensure (fallopian tube occlusion insert) inserted and found that my uterus and bladder had grown together and attached to my abdominal wall, auto immune disease, severe headaches, low pack pain, severe abdominal pain, severe pelvic pain, anemic, heavy bleeding, tremendous amount of adhesions, uterus was full of blood and had set up like concrete, and part of my uterus was stretched out and just dangling. No info given on consumer's history, past drugs, and concurrent conditions. It was not reported whether the consumer received any concomitant medication. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) inserted. After insertion with essure diagnosed with auto immune disease and had severe headaches, low back pain, severe abdominal pain, severe pelvic pain etc, she was hospitalized on several occasions due to essure. She became anemic from the heavy bleeding. She had hysterectomy where the doctor found that her uterus and bladder had grown together and attached to her abdominal wall. She had tremendous amount of adhesions, her uterus was full of blood, had set up like concrete and part of her uterus was stretched out and just dangling. There is much more she has been through since having essure. Essure was removed on (B)(6) 2014. Reported causality: the relationship between events and essure is not reported.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.